Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when injecting contrast medium, an alleged leak was confirmed. The port system was removed and another port system was implanted on the same day. The nurse reported that the physician removed the catheter from the port body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:one powerport isp m.r.I. With 8 fr s/l groshong catheter was returned for evaluation. Catheter and catheter lock were not connected to the port body. A longitudinal split was noted near the 20cm depth marker. When viewed under magnification, the break surface was largely smooth with only a few portions appearing granular. Minor surface damage was also noted to the catheter in the area near the split, though leaking was only observed at the longitudinal split. Based on the finding of a longitudinal split, the investigation is confirmed for the reported catheter leak. As the split was longitudinally-aligned, it is possible that a burst due to over-pressurization caused or contributed to the identified leak. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when injecting contrast medium, an alleged leak was confirmed. The port system was removed and another port system was implanted on the same day. The nurse reported that the physician removed the catheter from the port body. There was no reported patient injury.